Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a vizigo sheath and a hemostatic valve separation occurred. When the introducer was put into the valve of the vizigo sheath, the valve went into the sheath. The plastic connector to the valve was broken. It broke off inside the sheath, however could not fit through. The sheath was replaced, and the issue resolved. The procedure was completed with no patient consequence. This event is a reportable malfunction.

Manufacturer narrative:
During the evaluation by the biosense webster failure analysis lab, it was discovered on august 3, 2018 that the product was returned in the condition reported of the hemostatic valve was found detached. The scanning electron microscope (sem) analysis was performed and it showed evidence of mechanical damage and stress marks on the surface of the silicone ring and hemostatic valve. Dilator also showed mechanical damage. The hemostatic valve found detached remains a reportable malfunction. The device history record, manufactured date and expiration date have been provided on august 20, 2018. Therefore, fields expiration date and manufactured date have been populated. Investigation summary: it was reported that a patient underwent an atrial fibrillation procedure with a vizigo sheath and a hemostatic valve separation occurred. When the introducer was put into the valve of the vizigo sheath, the valve went into the sheath. The plastic connector to the valve was broken. It broke off inside the sheath, however could not fit through. The sheath was replaced, and the issue resolved. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and the hemostatic valve was found detached and dilator was inside of the sheath. Then, the device was dissected to take out the silicone ring and hemostatic valve for further examination. Per this condition, a scanning electron microscope (sem) testing was performed and results showed evidence of mechanical damage and stress marks on the surface of the silicone ring and hemostatic valve. Dilator also showed mechanical damage. It is possible that the damage was generated with an unknown object and/or excessive manipulation. Based on the sem results, the hemostatic valve could have been detached due to the dilator was wrongly introduced, however this could not be conclusively determined. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the hemostatic valve found detached could not be determinate. However, could be excessive force or handling when dilator was insertion at an angle, meeting some resistance, and then ¿pull/sliding¿ the dilator down to get the valve pushed into the hub. Manufacturer's reference number: (B)(4).